Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin transmission. Non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing was noted on the ventricular channel. The recommended programming changes were made to the device.